Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event occurred on an unspecified date involving a unknown device reported that leaks were observed repeatedly at the non-return valves of the connection on the 2-way or 4-way infusion set. There was unknown patient involvement and unknown harm/adverse event reported.